Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery when the intraocular lens (iol) was implanted into the patient's eye, a small part of the lens broke off. The surgeon was able to retrieve the broken particle without damage to the lens or the patient. The broken particle appeared to be a transparent piece of plastic about 1-2 mm in length and 1 mm wide. The iol was successfully implanted. Additional information was requested, but no further information is available

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported "small part of the end of the lens broke off". The lens remains implanted. The particle has not been received at the investigation site for evaluation. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Information was provided that the sample has been lost in transit. The file will be reopened if the sample is located and returned. The manufacturer internal reference number is: (B)(4).